Event description:
The customer reported that the cogent device had a battery dead on tablet, o2 connector was falling out and fan was very loud. There was no issue related to physical damage/abuse. The event occurred during startup; there was no patient involvement, no delay in therapy. And harm was not reported as a consequence of this event. A swollen battery was found during evaluation (see section h11 for more information).

Manufacturer narrative:
The device failed visual inspection with loose opmod connector and a swollen battery. The device still passed all the functional tests. A 12-month service history review shows no results of the device being returned for repairs or complaints. The reported complaint of a loose o2 connector was confirmed. The device failed visual inspection with loose opmod connector and a swollen battery. The connector still functions without any issue. The probable cause to the loose connector was normal use of the device over time. The probable cause of the swelling of the battery had happened due to overcharging of the tablet.